Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the external iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 8mmx40mm sterling balloon catheter. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the external iliac artery. A 8.0mmx20mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a 8mmx40mm sterling balloon catheter. There were no patient complications nor injuries reported. It was further reported that the balloon ruptured on the second inflation during pre-dilatation.